Event description:
It was reported that during a stenting treatment procedure a deployment issue occurred. The physician deployed an unknown promus element plus stent in the target lesion, however the proximal stent struts were not well apposed to the vessel wall making it difficult to cross with other devices. The procedure was completed by postdilating with an 1.5mm apex flex balloon catheter and a nc quantum balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).